Event description:
Patient was having problems with sq site - cellulitis. Has moved her site about 4 times in 2 weeks. Md has prescribed clindamycin. Patient also reported pump (B)(4) ((B)(6) 2018) alarmed for blockage detected. No blockage per patient. Switched to other pump and everything was fine. No disruption of infusion therapy or side effects reported due to pump malfunction. Sending replacement pump and box for patient to return pump. No other info provided. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.